Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer used injections as backup insulin therapy while pump was replaced under warranty, and Technical Support confirmed shipping details, instructed customer to place pump in storage mode before return, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label within specified time.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.